Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reex3546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a couple of our staff placed a PICC earlier today. When they removed the wire from the PICC, the wire was bent and when they were looking at it, the end of the wire broke off. They saved the wire." Additional information received 03/03/2021: on (B)(6) 2021, the PICC was placed easily and without resistance. When the wire was removed the nurses noticed the wire was bent. When they were inspecting the wire, about 5cm of the wire broke off at the bend in the wire. Was there patient harm reported?: there was no harm to the patient. All the wire is accounted for.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was observed to have been broken into two segments approximately 5.2 cm proximal to the distal tip. The epoxy tip was observed to be present on the distal stylet segment. A microscopic observation revealed the break sites were straight but uneven, and the edges of the breaks were observed to be plastically deformed, especially so on the distal side of the break. No other breaks, tears, bends, or kinks were observed in the polyimide tubing of the stylet. The core wire was observed to be protruding from the proximal break site. The break site of the core wire of the stylet was observed to be tapered and had a mostly flat and granular fracture surface, suggesting the break may have been caused by excessive tensile (pulling) force. The observed fracture features were indicative of catheter and/or stylet kinking, alongside tensile forces, which likely occurred during the insertion process; however, the exact circumstances providing for that type of event were ultimately unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "a couple of our staff placed a PICC earlier today. When they removed the wire from the PICC, the wire was bent and when they were looking at it, the end of the wire broke off. They saved the wire." Additional information received 03/03/2021: on (B)(6) 2021, the PICC was placed easily and without resistance. When the wire was removed the nurses noticed the wire was bent. When they were inspecting the wire, about 5cm of the wire broke off at the bend in the wire. Was there patient harm reported?: there was no harm to the patient. All the wire is accounted for. Per medwatch (mw5099790) : "PICC wire came out intact, but a bend was noted in the last 5cm of the wire, the PICC was inserted smoothly without resistance or difficulty, when the wire was inspected by the two rns inserting the PICC, the bent piece broke off easily. All the wire was accounted for and placed in a bag to be sent to the manufacturer."